Event description:
The micro drill medium straight attachment was sent for eval due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.

Manufacturer narrative:
Quality investigation found that there were fibers inside the collet, and some debris affecting its rotational function.